Event description:
It was reported by service report that the bed would lose power when the trend is selected, losing all functions. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.